Event description:
It was reported that during a transcatheter device closure procedure an air embolism occurred. The labeling instructs the physician to remove the dilator from the sheath in the inferior vena cava. The physician advanced the sheath/dilator assembly into the left atrium where air entered the heart causing massive air embolism with subsequent introduction of air into coronary and cerebral circulation; 1h reanimation with 24 defibrillations was successful, however, pt died about 3 hours later in the intensive care unit.